Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the implantable cardioverter defibrillator that resulted in an aborted ventricular fibrillation episode. It was suspected, that noise was caused by electromagnetic interference (emi). No interventions were made. The patient was stable.